Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported ER visit/hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient had taken to the emergency room (ER) due to hyperglycemia. The patient's blood glucose (ER) levels reached 600 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include nausea, vomiting, headache and pain. Patient's mother replaced pod prior to going to the hospital, and this pod was removed in the emergency room. Upon removal, the pod's cannula was found to be bent. The patient was treated with morphine, insulin intravenously and x-rays were performed. Patient was also prescribed an anti-nausea medication (tablet). The patient was released after spending a couple of hours in the ER, once bg level had decreased to 300 mg/dl.